Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event was completed at mako surgical. A supplemental report will be filed when additional information obtained.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case software froze. The makoplasty specialist called mako technical support and troubleshooting activities were performed. This was unsuccessful and the surgeon has to finish the case manually. The resulting outcome of the case was successful.